Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was rsa performed for rotator cuff tear arthropathy of shoulder on (B)(6) 2021. Although the surgeon tried to insert and fix the metaglene holder according to the surgical technique, the tip of the metaglene holder did not come in, and a metaglene holder internal rod could not be fixed well. A metaglene guide pin was inserted freehand, but the metaglene holder could not be used to fix the metaglene (implant). A cannulated hex driver was used instead to fix the metaglene (implant). The surgery was completed less than 30-minute surgical delay and no harm to the patient. The devices were brand new and the first use when the issue occurred.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.